Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 10pm. The patient reportedly obtained a blood glucose reading of '550mg/dl" with the subject meter. Although the patient's testing frequency is not specified, the patient indicated she manages her diabetes with insulin (type unknown) via insulin pump. According to the csr's documentation, at the same time after obtaining the reported result the patient reportedly increased her insulin regimen to 7 units of bolus (via insulin pump) over basal rate of 1 unit per hour and subsequently an hour later the patient reportedly was found (it is not known by whom) unresponsive and passed out. The emergency medical services (ems) was contacted, the patient had obtained a blood glucose reading of "20mg/dl" with the ems's meter, and at an unspecified time later was administered IV glucose from the health care professional as treatment. It is not known if the patient required any additional medical intervention and it is not clear when the patient's symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed symptoms suggestive of a serious injury, and was treatment by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.